Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the fuses for the viewing station of the imaging system as well as the inrush suppressor were replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect fuses and inrush suppressor have not been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the viewing station of the imaging system would not power on. There was no patient present when this issue was identified. No additional information was provided.